Event description:
Reporter indicated that a vns patient could not feel magnet mode stimulation with her magnet. Follow up with the treating physician indicated that when the patient's device was swiped with the magnet at the doctor's office, the patient was able to feel magnet mode stimulation, ruling out an issue with the patient's implanted generator. All attempts to the reporter for additional information, and return of the magnet have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.